Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the patient had additionally reported weird withdrawal-like symptoms. A rotor study was not done. There were no further complications reported at this time.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; catheter product ID: 8578, lot# n083998, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter, no longer applies. Eval codes-method, result, conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the 8578 catheter was previously explanted prior when the 8780 was placed. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. Analysis of the pump identified failed dispense tests above specification. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, lot #: n083998, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2014, UDI #: (B)(4). Product ID: 8578, serial/lot #: (B)(4)/n083998, ubd: 13-sep-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (15mg/ml at 3.06mg/day) and bupivacaine (20mg/ml at 4.08mg/day) via intrathecal drug delivery pump. The indication for use was asked and was not made available. It was reported that the patient had poor pain control and side effects such as restless leg syndrome and an "off sense of smell." The hcp wanted to replace the catheter. During the procedure, medication was withdrawn from the old pump and had 20ml, but according to the programmer it should have only had 9.4ml remaining. No environmental, external, or patient factors were reported to have caused this issue. No dye study was done, to the manufacturer representative's knowledge. The hcp left a majority of the catheter in place, cutting near the pump end and suturing the catheter closed. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.